Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating there was a cataract growing on the intraocular lens hence the lens did not work and the patient struggles to see.

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation; the device remains implanted. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgeries, he is extremely frustrated with the results. He is unable to read even with glasses and it impacts his work, as he works in front of a computer all day. He reported the right eye is worse than the left eye due to a blur spot in the field of vision. Yag laser was performed on his right eye. The yag treatment did not help his vision. The implants were done two years ago. He has consulted with another surgeon in the same practice, post-operatively. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The customer indicated the use of a qualified cartridge and handpiece. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Two viscoelastics were indicated, only one is qualified for this lens/cartridge combination. The product investigation could not identify a root cause. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
In surgeon's opinion, the device did not cause/contribute to the event.